Event description:
Boston scientific crm received information that this left ventricular lead was implanted. Two days later, it was noted this lead was dislodged. A revision procedure was performed, this lead was removed and replaced. Acceptable lead measurements were obtained with the replacement lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. Should additional information become available, this event will be updated.